Manufacturer narrative:
The field service engineer found a damaged tube in the rinse station and replaced it. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). D4 unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable gluc3 glucose hk result for one patient with the cobas 8000 cobas c 701 module. The initial result was 708 mg/dl. The repeated result was 96 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.